Event description:
Evaluation summary: the turbohawk was received for evaluation. The customer's report of the blade falling off while being used has been confirmed. Upon visual inspection it was found the drive shaft fractured. The cutter remained within the distal assembly approximately 3cm distal the cutter window.

Event description:
The physician was attempting to treat peripheral artery disease within the superficial femoral artery with a turbohawk directional atherectomy catheter. During use, the cutter blade detached and was found in the nosecone of the device. The physician completed the procedure with another turbohawk device, with excellent results. There was no injury to patient

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.